Event description:
A nurse reported that two pt's developed endophthalmitis within the past two months after the use of healon during an unspecified procedure. This is the report of the first pt and report that staph epidermis was present in both pts. Further info was not provided. The info provided in case is insufficient for a proper causality assessment. However healon is released after specific quality controls that excludes the likelihood of infective material being present in the contents of the vial it is supplied. There are no other similar reports than in the two cases reported from the same source. Therefore it does not appear to be a batch related issue. Based on the info received it is unlikely that healon is the causative factor for the endophthalmitis.

Event description:
Follow up received in aug 2002 the nurse reported that the pt developed endophthalmitis in jul 2002 after receiving healon gv, not healon. This case will be voided and replaced by MFR# 9610566-2002-00013. This case was re-entered under argus MFR #2002121757us.